Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. The iab was removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. The iab was removed from the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. A catheter tubing kink was observed approximately 76.5cm from the iab tip. The optical fiber was found to be broken approximately 19.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and pressure tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal and measuring approximately 0.03cm in length. The evaluation confirmed the reported problem which was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. The iab was removed from the patient. There was no reported injury to the patient.